Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 years and 7 months post implant of this 31mm bioprosthetic valve in the tricuspid position, the valve was explanted and replaced with a 33mm valve of a different model. The reason for the explant was not reported. No additional adverse patient effects were reported.